Event description:
It was reported by the patient that after patient's "tvt" procedure pt experienced retention, frequent urinary tract infections,and a pricky sensation. Pt has been performing self catheterization. Pt reports that the "tvt" was implanted too tightly. Pt has an appointment with someone at a clinic who intends to perform urodynamica and then release the tape.